Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing emitting beeping tones. It was reported that, upon device interrogation, the battery status was eol (end of life) with a monitoring voltage of 2.69v. Three months previously, the monitoring voltage had been 2.91v. It was reported that the representative had performed 2 manual capacitor reformations; after the first, the charge time (CT) was 44 seconds and after the second, the CT was 33 seconds. A third manual capacitor reformation resulted in a CT of 24.8 seconds and the device declared elective replacement indicator (eri). Another CT caused the device to revert to mol2, CT 22.6 seconds.